Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via remote transmission with their pulse generator in backup operation. The asymptomatic patient was brought into clinic on (B)(6) 2018 and the patient¿s device was restored. The patient was fine throughout.